Event description:
It was reported to medtronic minimed that the customer experienced differences between sensor glucose (sg) and blood glucose (bg) levels. The customer also reported hyperglycemia and was treated by drinking water and an insulin pump (subcutaneous insulin infusion); hypoglycemia was treated with carb intake. The customer reported a blood glucose value of 383 mg/dl. The event involved product(s) mmt-1884, unomedical, mmt-7040a, mmt-342. Troubleshooting was performed for high blood glucoses/under delivery. The customer has used the insulin pump system within 48 hours of the reported event. The customer used the smartguard/auto mode of the insulin pump at the time of the reported high blood glucose event. Troubleshooting was performed and the customer's blood glucose was 383 mg/dl and the sensor glucose value was 59 mg/dl at the time of the incident. The difference between sensor glucose and blood glucose values was 324 mg/dl and was beyond the 30% limit. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-342.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.